Event description:
Implant date" 1997. Routine post operative x-rays taken in 3/1999 reveal a broken rod. Pt began to complain of pain in 4/1999. X-rays taken in 5/1999 reveal a second broken rod. Revision surgery in 1999 to replace construct.